Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified superficial femoral artery. A 2cm peripheral cutting balloon¿ was selected for use. During the procedure, on the first inflation, the balloon ruptured at 10 atm. The procedure was completed with another of the same device. No patient complications were reported.